Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event, biofilm infection, was deemed to meet serious injury criteria of necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse injectable implant could not be reviewed, as the lot number was not provided.

Event description:
A physician reported via sales rep that a male patient (unknown age) received injections of radiesse. Medical history included prior injection with 5 syringes of bellafil between (B)(6) 2017 and one syringe of restylane silk to the tear troughs divided into two treatments in (B)(6) 2017. The physician clarified the patient reports no sinus, tooth, flu, or recent respiratory infections. Concomitant medications were not reported. On an unspecified date in (B)(6) 2017, the patient was injected to the midface with 1.5 cc radiesse and on an unspecified date in (B)(6) 2017, the patient was injected again to the midface with 1.5 cc radiesse. The physician reported she saw the patient today ((B)(6) 2018) and noted the patient has huge granulomas/lumps that she called a biofilm infection. The patient was negative for fevers but had mild redness and mild tenderness. The physician indicated she saw the patient 10 days ago and he did not have any lumps at that time but today the "lumps are horrible". The patient was started treatment with antibiotics and prescribed both keflex and zithromax. The reporting physician was unsure if the events were caused by radiesse or bellafill. Due to the complexity of the case, a medical consult was completed. On follow-up (B)(6) 2018, the physician clarified the patient did not have any issues until he returned to the office on (B)(6) 2018, and reported the patient presented at that time with nodularity, erythema and tenderness to the left cheek. The physician referred the patient to an infectious disease specialist for evaluation that is scheduled for (B)(6) 2018. The physician stated she feels this is "biofilm" as she had one other case with a hyaluronic acid (ha) filler approximately 1-1/2 years ago. Lot number was not reported.